Event description:
Pt reported that the meter was reading inaccurately high. It was discovered during troubleshooting that the meter was set to incorrect unit of measurement. Pt reported the meter lost power and after the batteries were replaced, the unit of measure was reset to mg/dl instead of mmol/l. The pt reported that while the meter was set to incorrect unit of measure pt was taking the insulin based on results and due to this, experienced several hypoglycemic events. Pt reported results in the 50's and 60's, which they read as normal readings of 5.0 and 6.0 mmo/l. Pt also experienced symptoms of weakness in legs and a "fuzzy taste in the mouth". Pt phoned the nurse for advice and was told to treat for hypoglycemia. This case is being reported as an adverse event because the pt was taking insulin on incorrect results and pt experienced a delay in treatment for the hypoglycemic events.